Manufacturer narrative:
E1: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tubing detachment from site event on (B)(6) 2024. The infusion set was in use for 1 day. The infusion set was inserted in waist and legs. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.